Manufacturer narrative:
The ICD first underwent a visual examination. Several sparkover traces were detected on the ICD housing,which indicates sparkovers between the hv conductor of the lead and the ICD housing. The ICD then underwent an electrical examination. It confirmed the clinical observation, the ICD could not be interrogated. The memory content of the device could therefore no longer be read. In a next step, the device was opened. A destroyed final shock stage of the electronic module was identified. This damage of the final shock stage indicates a shock delivery into an external low-ohmic shock path. The damage to the module then led to a permanently increased current uptake and, in consequence, to a discharge of the battery and the resulting lack of interrogatibility of the ICD. Sparkover traces or short-circuits that could be related to the clinical observation were not found either within the ICD or the connection system. The low-ohmic shock path clearly resulted from an external short-circuit, consistent with the sparkover traces on the ICD housing. The manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly.

Event description:
Ous MDR - after an implantation time of about 9 months, it was reported that the ICD could no longer be interrogated. No deterioration of the patient¿s state of health was reported. The ICD and the lead were explanted.